Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B34600) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst. Concomitant products included folic acid, oxycocet (percocet) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") with nausea, alopecia ("loss of hair"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with neck pain, pain in extremity and musculoskeletal pain, rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: eye sight has got worse"), fatigue ("fatigue,") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, depression, anxiety, migraine, alopecia, urinary tract infection, rash, headache, dysmenorrhoea, dyspareunia, visual impairment, fatigue and abdominal distension outcome was unknown and the fibromyalgia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. B34600) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy (live birth date - (B)(6) 1999 and (B)(6) 2013.). Concurrent conditions included cyst. Concomitant products included folic acid, oxycodone hydrochloride;paracetamol (percocet) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") with nausea, alopecia ("loss of hair"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with neck pain, pain in extremity and musculoskeletal pain, rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), visual impairment ("vision/eye problems type: eye sight has got worse"), fatigue ("fatigue,"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), post procedural infection ("first few weeks due to 2 infections"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)") and tooth disorder ("dental problem"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, depression, anxiety, migraine, alopecia, urinary tract infection, rash, headache, dysmenorrhoea, dyspareunia, visual impairment, fatigue, abdominal distension, post procedural infection, female sexual dysfunction and tooth disorder outcome was unknown and the fibromyalgia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, post procedural infection, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following one was reported via social media: post procedural infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received- new event first few weeks due to 2 infections was added. On 13-nov-2019: fu 4 and 5 process together. Pfs received- new events apareunia (inability to have sexual intercourse) and dental problem were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B34600) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cyst. Concomitant products included folic acid, oxycocet (percocet) and zolpidem tartrate (ambien). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("migration of essure device location of device: uterus"), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") with nausea, alopecia ("loss of hair"), hot flush ("hormonal changes describe: hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") with neck pain, pain in extremity and musculoskeletal pain, rash ("rashes or skin conditions type: rashes"), headache ("headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), visual impairment ("vision/eye problems type: eye sight has got worse"), fatigue ("fatigue,") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, device expulsion, depression, anxiety, migraine, alopecia, urinary tract infection, rash, headache, dysmenorrhoea, dyspareunia, visual impairment, fatigue and abdominal distension outcome was unknown and the fibromyalgia was resolving. The reporter considered abdominal distension, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: unilateral occlusion (right tube occluded) . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received: new events: hot flush, vaginal haemorrhage, menorrhagia, urinary tract infection, fibromyalgia, rash, headache, device expulsion, nausea, dysmenorrhoea, dyspareunia, visual impairment, fatigue, abdominal distension, pain in extremity, musculoskeletal pain, neck pain, reporter, patient demographic information, product lot number, lab data, concomitant disease added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and alopecia ("loss of hair"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression, anxiety, migraine and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.